Event description:
In 2008, it was reported to boston scientific corp that the prolieve thermodilitation console "keeps rebooting." There was no procedure or pt involvement.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.